Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler was displaced and the pellethane tubing and splines were corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn pellethane tubing and displaced coupler remains unknown.

Event description:
This report is to advise of a fracture found on the catheter spine during analysis.